Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapies. A transmission showed the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing due to noise episodes. Also, noted were high impedance and an apparent lead fracture. Initially, the lead was turned off. Subsequently, attempts to extract the lead using traction failed. The lead was capped and replaced. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.